Event description:
Report rec'd of an overdelivery. The customer contact stated the pump was programmed to deliver 1000ml of ns at a rate of 125ml/hr. Reportedly two hours later, the infusion was complete. There was no report of adverse pt effects. No medical interventions were required. Though requested, there was no further info available.